Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer was unable to administer a bolus as the cartridge alarm recurred.the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.